Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) became disconnected. The technical service representative (tsr) assisted the hp to clear the alarm and referred the hp to the nurse. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample was discarded by the customer.